Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found a steam leak in the s2 valve. To resolve the issue, the technician repaired the steam valve manifold. The technician ran a test cycle, confirmed the unit to be operating according to specifications and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported steam was leaking from their amsco 400 sterilizer resulting in an employee to burn their fingers. No medical treatment was sought.